Event description:
Per biomed - the probe has a poor image quality, it looks like rain.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality with probe is confirmed. The probe displays a poor image and the root cause of the reported issue is a defective probe. No other functionality issues with the equipment were found during evaluation/servicing. The device was scrapped due to being irreparable. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the probe has a poor image quality, it looks like rain.